Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. It was reported that this was the pt's first exposure to the psn membrane and that pt has been on dialysis for 5 months. During treatment the pt complained of itching, middle back pain, restlessness and anxiety. Treatment was stopped and blood was returned to the pt with no reported blood loss. The pt was administered benadryl 50 mg IV, solucortef 100 mg IV, and prednisone (dose unknown) po x 10 days with relief. It was reported that the pt has dialyzed subsequently with the optiflux 200 and f70nr membranse without further incident.